Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization in the ovarian vein procedure using a packing coil xl, a non-penumbra catheter (4f glidecath), and a guidewire. During the procedure, while advancing a packing coil xl through the glide catheter, the embolization coil unintentionally detached inside the catheter. The physician used a guidewire to push the detached embolization coil into the target location. The procedure was completed with additional coils. There was no report of an adverse effect to the patient.